Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1046. It was reported, the patient is experiencing her stimulation shutting off when she presses on her ipg site. An sjm rep met with the patient and lead diagnostics showed one high impedance. Reprogramming was able to capture better coverage. It was determined the patient¿s lead may have pulled out of the ipg header. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.